Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture (grade IV) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: will be capsular contracture (grade IV).

Event description:
Patient reported left side "severe pain" and capsular contracture (grade IV). The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician later reported left side "severe pain", capsular contracture (grade IV), small amount of fluid around implant, "folds" and "rippling". The device has been explanted.

Event description:
Patient later reported left side "rupture verified during explant surgery."

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "severe pain", capsular contracture (grade IV), seroma-late, "folds", "rippling", "rupture verified during explant surgery", "strange feeling of stiffness in the left". Patient had a high fever and was taking analgesics almost daily to relieve pain. The device has been explanted.